Event description:
Procedure type: according to the reporter:this device stopped working after eight uses. The lever could be squeezed but the staple did not deploy at all. There was no unanticipated tissue loss. There was no unanticipated tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no reinforcement material was used.

Manufacturer narrative:
(B)(4)